Manufacturer narrative:
No sample was returned for investigation. Investigation report is incomplete at time of this report. A follow-up report will be sent when completed.

Event description:
This event was also received via a medwatch from FDA. The event is described as: the needle from 2 different capio sutures detached inside patient when physician was throwing the sutures through the patient's sacrospinous ligament. Only one capio cl device was used with both sutures. Physician decided to not retrieve needles inside the patient. No injury reported.